Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high results. Reported defect not reproduced on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 26-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 372, 288,321, 323 and 229mg/dl. The customer¿s expected am fasting blood glucose test result is 180mg/dl and expected non-fasting blood glucose test result is 210mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). Customer also stated that all of his test strips fell out the vial. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 372 mg/dl, date: (B)(6) 2021, time: 12:36 pm, non-fasting. Result 2: 288 mg/dl, date: (B)(6) 2021, time: 09:22 am, fasting. Result 3: 321 mg/dl, date: (B)(6) 2021, time: 06:44 am, fasting. Result 4: 323 mg/dl, date: (B)(6) 2021, time: 11:46 pm, non-fasting. Result 5: 229 mg/dl, date: (B)(6) 2021, time: 05:25 pm, non-fasting.